Manufacturer narrative:
According to the complainant the device will not be returned for investigation, as it has been discarded. We are unable to confirm the reported needle mechanism failure or determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone17.1 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported when removing the needle cap, the cannula had fully deployed prior to placement, indicating a needle mechanism failure. There was no impact to the patient's glucose level reported, and no information regarding treatment provided. The pod was discarded.